Event description:
A malfunction code was reported, but no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and it was confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, which they acknowledged and understood.